Manufacturer narrative:
Through further investigation, steris learned that the user facility ran eight cycles of instruments impacted by this issue and reprocessed them prior to use. The alcohol and detergent reservoirs are within the chemistry enclosure of the unit. Both the supply bottles and reservoirs in the chemistry enclosure are uniquely labeled "70% isopropyl alcohol" and "detergent". Additionally, the advantage plus endoscope reprocessing system operator manual includes instructions for users on how to properly remove, refill, and install the alcohol and detergent supply bottles. The advantage plus endoscope reprocessing system operator manual states, "warning improper disinfection incorrectly loading chemistry may prevent an endoscope from being properly disinfected; do not use the endoscope on a patient if this occurs." Steris offered in-service training on the proper use and operation of the advantage plus endoscope reprocessing system; however, the user facility declined. No additional issues have been reported. UDI related data clarification - the lot/serial number is unknown, therefore, the applicable production identifiers were not included in the MDR.

Event description:
The user facility via chemtrec report that user facility personnel had inadvertently switched the alcohol and detergent supply bottles during reprocessing of endoscopes with their advantage plus endoscope reprocessing system and one scope was subsequently used during a patient procedure. No report of injury.